Event description:
Information received suggested that patient underwent a hip revision procedure due to wear, osteolysis and loosening of the acetabular cup. Review of radiographs and invoice history revealed that the patient underwent a prior revision procedure on (B)(6) 2008 for an unknown reason. Subsequently, patient was revised again on (B)(6) 2009. No further details have been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur. Possible adverse effect number 11: wear and/or deformation of articulating surfaces. This report filed (B)(6) 2010.